Event description:
Same case as MDR ID 2134265-2015-00945. (B)(4). It was reported that the patient experienced cardiac chest tightness restenosis occurred. In (B)(6) 2013, the patient presented with silent ischemia and was referred for cardiac catheterization which revealed two target lesions. The first target lesion was located in the proximal right coronary artery (rca) with 75% stenosis and was 20 mm long with a reference vessel diameter of 4.0mm. Target lesion #1 was treated with direct placement of a 4.00x20mm study stent. Following post dilation, residual stenosis was 0%. The second target lesion was located in the mid left anterior descending artery (lad) with 80% stenosis and was 55 mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with predilation and placement of a 2.50x28mm study stent and a 2.75x33mm non-study stent. Following intervention, residual stenosis was 0%. Eight days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with cardiac chest tightness and was hospitalized on the same day. One day post admission, the patient was referred for coronary angiography which revealed 80% stenosis in the proximal lad and was treated with 3.00x24mm promus stent. Following intervention, residual stenosis was 0% with timi 3 flow. Six days post procedure, the event was considered resolved and the patient was discharged on the same day.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).